Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer does not have the correct settings. The customer was advised that we would have to change exchange to grams. Customer was assisted with changing grams to exchanges. Customer declined to troubleshoot for high blood glucose.